Event description:
Pt with history or systemoic lupus erythematosis and multiple joint arthritis who presented with a painful right knee. She had undergone right total knee arthroplasty approx 15 years ago and later underwent revision of the patellar component of the knee. She did well but began to experience pain with ambulation. She did not report any "squeaking" or "noise" from the prosthetic device. Preoperative work-up revealed no evidence of joint infection. The pt was admitted to the hospital and underwent revision arthroplasty of the knee. It was noted that early delamination and pitting of the patellar component was present. The patella was stable, it was fixed to the underlying bone of the patella. There was evidence of wear of the tibial component in the screw hole and in the lateral tibial plateau where there was a drop-off erosion and plastic deformation. The tibial polyethylene was removed and the tibial base was checked. It was found to be solid without evidence of infection.